Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15613857 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.the product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.concomitant medical products and therapy dates:- enterprise vrd and delivery (B)(4).

Manufacturer narrative:
It was reported that it was difficult to advance the enterprise (enc452812/10146439) through the prowler select plus 150/5 microcatheter (606s255x/15613857). The enterprise and microcatheter were withdrawn as a unit and exchanged for another one to complete the procedure. The procedure was a stent assisted treatment with the target site 1.2cmx1.05cm in the posterior communicating (pcom) artery. It was indicated that there was no associated adverse event. No further information has been provided in response to multiple investigative efforts. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 10146439. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A review of the manufacturing documentation associated with prowler select plus lot 15613857 presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile enterprise vrd and delivery wire unit was received inside of a plastic bag. Delivery system, introducer tube and stent were received and no damages were observed on these. The stent was received on the delivery system in its correct position. The prowler select plus microcatheter was received coiled inside of a pouch. No damages were noted on the microcatheter with inspection. The ID from the microcatheter was measured and was found within specification. The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.018¿ a guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip. After that the microcatheter was flushed again and functional analysis was performed according to procedure with the involved enterprise system and involved prowler select plus microcatheter. The enterprise delivery wire was advanced through of microcatheter without difficulty and the stent could be deployed. The stent was inspected under vision system and no damages were observed. The reported inability to advance and deploy the enterprise via the prowler select plus microcatheter was not confirmed with functional testing. The devices did not present with any indications of any manufacturing defect or anomaly and there was no discrepancy with functional testing; the returned enterprise system advanced through the returned prowler select plus microcatheter without resistance and was able to be deployed. Additionally, the device records indicate that the products met specification prior to shipment. Based on this, it appears that procedural factors contributed to the reported event. Therefore, no corrective actions will be taken.

Event description:
The physician used stent (B)(4) for assistance treatment. The physician found the stent was difficult to advance through the select plus 150/5 cm microcatheter (B)(4). The stent and microcatheter were withdrawn as a unit. Changed another one to complete procedure. The target site was pcom. The size is 1.2cm*1.05cm.